Event description:
During an initial implant procedure, the leadless pacemaker (lp) had difficulty separating the delivery catheter. The patient experienced hypotension and an effusion was discovered. A pericardiocentesis was performed to drain the effusion and the patient stabilized. The catheter and the lp were released from each other and the procedure was completed to implant the lp. The patient is stable.

Event description:
Additional information was received that perforation occurred and the effusion resulted in tamponade.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.